Event description:
Reportedly, during patient use, a 'low fio2' and a 'high fio2' alarm occurred. Replacing the oxygen sensor resolved this issue. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4). Though requested, patient information was not provided.